Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp)was an excessively noisy appliance.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) and evaluated the noisy compressor. Appliance found without cable bag/suitcase and with non-original power cable. Fse performed replacement of the insulation compressor. Fse also performed battery calibration. Operation tests and tests with positive outcome, the fault did not cause damage to operators/patients.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp)was an excessively noisy appliance. There was no patients involved.